Event description:
It was reported that during advancement the xience v stent delivery system (sds) got hung up on the stent struts of a previously implanted, restenosed stent in the heavily tortuous, mildly calcified, proximal to mid left anterior descending coronary artery. There was no damage to the restenosed stent; however, the xience v stent had some damage on the distal end. The xience v stent delivery system with undeployed stent was easily removed from the patient. Another xience v stent was used to complete the procedure without further incident. There was no adverse patient effect. There was no additional information provided

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported stent damage was confirmed. The failure to cross and device damaged by another stent implant could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the xience v stent was intended to treat the restenosed stent. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: the xience v stent is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions.